Manufacturer narrative:
Additional narrative: additional patient information: patient height reported as (B)(6). Date of onset for the patient¿s symptoms is unknown; however, it was reported during a follow up visit on (B)(6) 2009. This report is for one (1) unknown large, 5mm prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. Patient¿s neuro-deterioration and abnormal sensation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient (B)(6) was implanted with a large 5mm prodisc-c device at level c5-c6 on (B)(6) 2007. There were no intraoperative complications. The patient was discharged on (B)(6) 2007. The prodisc-c device was explanted on (B)(6) 2009 and the patient underwent a conversion to an anterior cervical decompression fusion (acdf). The patient did not complete the study; instead, the patient was lost to follow-ups and was last seen on (B)(6) 2010. The following complications were noted: date reported on (B)(6) 2008: thoracic outlet syndrome with chronic nerve compression, branchial plexus thoracic outlet syndrome ((B)(6) 2008). Date reported on (B)(6) 2009: neuro-deterioration - abnormal sensory noted on month 18 exam with a possible relationship to cervical pain. Cervical pain treated with outpatient epidural at c6-c7. Treatment provided two (2) day pain relief. Date reported on (B)(6) 2009: neuro-deterioration - abnormal sensory noted on month 24 exam with a possible relationship to the patient's increased neck pain, which radiated into the right arm and trapezius. Date reported on (B)(6) 2009: increased neck pain with pain radiating into the right trapezius and right arm. Lower endplate of prosthesis had no bony ingrowth which made it loose. Patient underwent an explantation of the c5-c6 prodisc-c with a conversion to an acdf on (B)(6) 2009. Patient also had an anterior interbody fusion of the adjacent level c6-7. This report will address the neuro-deterioration and abnormal sensation that was reported by the patient during a follow up visit on (B)(6) 2009. This report is for one (1) unknown large, 5mm prodisc-c implant. This report is for (B)(4).

Manufacturer narrative:
Therefore no UDI is required. Alert date initially reported as 07october2015; afterward it was discovered a company representative knew about the event on (B)(6) 2009. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) clinical study patient ID (B)(6) was implanted with prodisc-c large 5mm at level c5-c6 on (B)(6) 2007. There were no intraoperative complications. The patient was discharged with (B)(6) 2007 and the patient did not complete the study. Patient was lost to follow-up and was last seen (B)(6) 2010. Prodisc-c was explanted on (B)(6) 2009 and underwent conversion to acdf. The following complications were noted: -date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 18 exam. Possible relationship to cervical pain. Cervical pain: outpatient epidural c6-c7, 2 day pain relief. -date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 24 exam. Possible relationship to increased neck pain with pain radiating into right trapezius and right arm. -date reported (B)(6) 2009: increased neck pain with pain radiating into the right trapezius and right arm. Lower endplate of prosthesis had no bony ingrowth making it loose. Patient underwent explantation of the c5-c6 prodisc-c with conversion to acdf on (B)(6)2009 and anterior interbody fusion of the adjacent level c6-7. This report is for the adverse event: (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 24 exam. Possible relationship to increased neck pain with pain radiating into right trapezius and right arm. This is report 2 of 3 for (B)(4).